Event description:
Dealer is stating that the unit has no alarm, pilot valve is sticking with low o2.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.